Event description:
Customer reported experiencing a past event of low blood glucose, with the lowest recorded level being 43 mg/dl. Cause was not known. To address the situation, the customer consumed carbohydrates and was advised by technical support to consult their healthcare provider to discuss potential factors affecting their blood glucose levels, which the customer acknowledged and understood.